Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.

Event description:
The abiomed team in japan located a publication inclusive of impella use and extracorporeal membrane oxygenation (ECMO) in japan at a (B)(6) hospital. The version of the impella is not known, nor the actual support. The patient developed a subcutaneous hematoma was observed at the puncture site of the left femoral artery on the ECMO but, the contribution of the impella is not known. The hemodynamics remained stable, and the patient was able to be weaned from ECMO on the fourth day and from impella on the seventh day. The patient's condition continued to improve, and he was discharged on his own on the 35th day without any neurological sequelae.